Manufacturer narrative:
This report is submitted on 17 sep 2020.

Event description:
Per the clinic, this patient has been explanted (date not reported) due to infection.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on november 13, 2020.